Event description:
Clinic notes dated (B)(4) 2014 reported that the patient was seen in the clinic in (B)(6) for concern about anxiety and depression. A new medication was started at that time, and they have seen some improvement in anxiety and depression. She still has episodes of anxiety, and the father asks about increasing the medication some. She continues with counseling and does not have a high stress level. It was reported that the patient has not had seizures since 2007. Diagnostics showed the device was functioning properly and was not near end of service. Notes dated (B)(6) 2013 reported that the patient was noted to have anxiety and depression which were not well controlled. The patient was started on anti-depression medication. Previously on (B)(6) 2013, there were no neurology or depression concerns, but the patient was experiencing anxiety. The patient was referred for prophylactic generator replacement. The physician noted that with the continuing benefits of adjunctive vns therapy, it is that she will continue to maintain improvement not only in seizure control, but also in her overall quality of life, and it is hopeful that I will be able to continue to decrease her medication burden over time. Although surgery is likely, it has not occurred to date. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient had generator replacement surgery on (B)(6) 2014. The explanted device was returned to the manufacturer for analysis. The device performed according to functional specifications. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.